Event description:
It was reported that the patient presented in the hospital for an implant procedure. After the pocket was closed, the right atrial lead exhibited low impedance and loss of capture. On (B)(6) 2017, the patient was checked again for pre-discharge. During the check, the impedance and capture went back to normal for the right atrial lead. The patient was stable before, during and after the procedure.